Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. It is unknown at this time if the device will be returned for evaluation; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00068, 0001032347-2020-00070, 0001032347-2020-00071, 0001032347-2020-00072, 0001032347-2020-00073, 0001032347-2020-00074. Medical products: tmj system right standard mandibular component, part# 24-6555, lot# 842720b, tmj system left standard mandibular component, part# 24-6556, lot# 793820b, tmj system right fossa component, small, part# 24-6562, lot# 861210a, tmj system left fossa component, small, part# 24-6563, lot# 864820a, 2.4mm system high torque (ht) cross-drive screw, part# 91-2710, lot# unk, tmj system cross drive fossa screw, part# 99-6577, lot# unk, tmj system cross drive fossa screw, part# 99-6579, lot# unk.

Event description:
It was reported the patient underwent a bilateral revision of temporomandibular joint prostheses due to an unknown reason. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. As a revision surgery was reported, the complaint is confirmed. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. Three follow-up attempts were made to gather additional information including the failure mode that led to the need for a revision surgery; however, no additional information was gathered. The DHR for the mandible component was reviewed. Nc8977 was opened to address one 24-6556 that was scrapped for being undersized. There are no indications of manufacturing defects. This is the only complaint involving part# 24-6556, lot# 793820b. The most likely underlying cause of the complaint cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following fields were updated: b4 date of this report. B5 describe event or problem. G7 type of report. H2 follow up type. H10 additional narratives/data.

Event description:
New information was received that no revision occurred. Therefore, this is not a reportable event.